Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the phacoemulsification step of surgery, the system stopped delivering ultrasound and aspirating. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system, but did not indicate if the reported event was replicated. Unrelated to the reported event, the company service representative replaced the female pneumatic connector, the male pneumatic locking connector, and the system fan kit. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on november 8, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).